Event description:
Physician reported uterine perforation.

Manufacturer narrative:
User error resulted in a breach in the integrity of the uterine wall without damage to adjacent tissue. No additional hosp stay was required. Device performed as intended.